Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported gripper actuation issue was not confirmed. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system one of the gripper arms did not come down. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.